Event description:
Patient burn of 2 square centimeter discovered 2 days after a radiofrequency session (5 rf delivered). The burn was localised under the left shoulder blade, in the middle of the patient electrode.patient was treated by algoplaque.

Manufacturer narrative:
Product was not returned for analysis /investigations. This event was previously reported on MDR 2953184-2007-00020 on (B)(4) 2007 for the ground pad used in this event. This report is for the ablation catheter used in this event. The catheter can not cause the burns on the shoulder blade as indicated in the event description (2 sq. Centimeters), as the catheter is inside the patient during rf ablation. Per the complaint event, the blazer catheter never came in contact with the patient's skin; therefore, it was not a direct contributor in causing the burn. The device was discarded and based on the limited information received regarding this event, the specific root cause of the burn cannot be determined. However, numerous possible causes for the burn exist, including but not limited to: inadequate skin preparation, improper application of the pads, pads placed over the adipose tissue, scar tissue, bony prominence, pads may have become dislodged due to patient movement, and others. Precautions are indicated in the ept-1000xp operator's manual to read and follow the dispersive indifferent patch (dip) electrode manufacturer's instructions for use. It is also indicated in the manual to check that ground pads are properly applied and that connections are secure prior to rf delivery. Product not returned.